Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to customer¿s blood glucose level.